Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy procedure, the jaws of the device could not be re-opened after the surgeon squeezed the handle. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient.